Manufacturer narrative:
H4: device manufactured on november 11, 2022- november 12, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which showed one device containing fluid inside the bottle which suggested a leak inside the device bottle occurred. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined, however, the probable cause was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors were leaking from the elastomer. The leak was further described as, ¿elastomer was leaking. Medication was found outside elastomer¿. This was identified while filling the device prior to patient use. There was no patient involvement. No additional information is available.